Event description:
It was reported to philips that the device had a system shutdown. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The bench service engineer evaluated the device and was not able to find any problems. The service engineer evaluated the device and was not able to find any problems. The customer refuses any further repairing activities. The device to be returned to customer as is. No further action at this time.